Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when fixing the mesh into the abdominal cavity to cover the hernia defect during a laparoscopic umbilical hernia repair, the tacks did not penetrate the mesh properly and did not stay in place and emerged from the mesh. The surgeon had to remove all the tacks and used another reload to complete the fixation. There was no patient injury.